Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during a ligation of internal hemorrhoids procedure performed on (B)(6) 2023. During the procedure, the device was used smoothly until the fifth band as when it was deployed, there was a tightening feeling on the handle first, and then it suddenly felt loose. It was found out that the trip wire was broken. It was also reported that there was difficulty rotating the handle. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of broken trip wire. Imdrf device code a0401 captures the reportable event of handle won't turn. Block h10: the returned speedband superview super 7 (handle assembly and ligator housing) was analyzed, and a visual evaluation noted that the ligator housing returned with three bands attached. The suture thread was fully unfolded from the ligator housing with the three bands attached. The handle slot had the trip wire inserted. The ligator housing teeth were found bent/damaged. The trip wire and the suture hole of the ligator housing were in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180-degree rotation. No other problems with the device were noted. The reported event of trip wire break and handle won't turn were not confirmed. Upon analysis, it was found that the handle and the trip wire were in good condition, and these problems were assigned as no problem detected. It was also found that the suture thread was fully unfolded from the ligator housing, and it still had three bands attached, and the ligator housing teeth were found bent. This suggests an incorrect application of tension to the suture thread, causing the inability of the device to deploy the bands. It is possible that the technique used or the patient's anatomical conditions, could have contributed to this event. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during a ligation of internal hemorrhoids procedure performed on (B)(6), 2023. During the procedure, the device was used smoothly until the fifth band as when it was deployed, there was a tightening feeling on the handle first, and then it suddenly felt loose. It was found out that the trip wire was broken. It was also reported that there was difficulty rotating the handle. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of broken trip wire. Imdrf device code a0401 captures the reportable event of handle won't turn.